Event description:
The reporter called and alleged an injury to a pt. She said the device result was 1.5 inr and the pt's coumadin was increased. About two weeks later she said the pt went to the hosp with blood in his stool and his inr was 5.2. Four days later he came to the office and she said their device then read 5.8 inr. The nurse who ran the first test was untrained on the device. The device was replaced and requested to be returned for eval.